Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 9) occurred with multiple cartridges. Reportedly, the customer had filled the cartridges with 3 ml of insulin. Customer¿s blood glucose value was 203 mg/dl customer was uncooperative with tandem technical support and no additional follow-up was performed.